Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, opening in the shell and delamination. Leak test was performed, and found opening on posterior. A microscopic analysis was performed which identify, three punctured in the anterior side and delamination. Based on the device analysis, the final assessment is: three puncture opening on posterior, due to surgical damage like. Delamination of the diaphragm valve assessed, as adhesive failure.

Event description:
Physician reported, left side deflation. Device has been explanted and replaced.